Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 302995. Batch #: unknown. It was reported that the bd syringe 10ml ll s/c 200 had a volumetric accuracy problem. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We¿re having some reports of ¿underfilled¿ syringes from our nicu. It¿s the 10ml and 20ml (ref # (B)(4) ). It¿s occurring in doses of antibiotics and antifungals for our nicu (which is an atypical place to have doses of these volumes for us). We have looked and see that according to the lines they look filled enough, but the pump is reading the contained volume as less than what is needed to deliver the full dose. We have checked that it¿s not due to priming tubing or bringing the top piece of the pump down forcefully on the syringe plunger.

Manufacturer narrative:
(B)(4) supplemental MDR. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information was provided.